Event description:
Caller reports the pt tested 5.1 inr on the coaguchek xs system and 3.8 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, unable to replace strips as lot number is unk.